Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer's pump case does not have good enough to grip to the customers waistband causing the pump to fall repeatedly. As a result, the infusion set was pulled out multiple times. There was no reported adverse impact to the customer's blood glucose.

Event description:
It was reported the customer's pump case did not have good grip causing the pump to fall.